Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump received with stripped battery cap coin slot. The insulin pump received with cracked case at display window corners, battery tube threads and scratched lcd window.

Event description:
Customer reported that the drive support cap is sticking out. Customer also reported damage to the battery cap. Customer's blood glucose levels are unknown. No further information reported.